Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed an lvad internal fault alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. Review of the submitted log files also confirmed pump resets, which appeared to be consistent with electrostatic discharge (esd) events. The submitted system controller event log file contained events from 15mar2025 through 18mar2025, per the timestamps. An lvad internal fault alarm became active on (B)(6) 2025 at 23:45:48 following a pump stop event. The onset of the pump stop was not captured in the log file. The lvad internal fault alarm remained active for the duration of the log file. Multiple pump stop events were captured during this time that appeared consistent with esd events. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. The testing & classification tables in section 9 of this document include esd. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient contacted ventricular assist device (vad) coordinator due to the notice of the speed of the pump being decreased to 5000 revolutions per minute (rpm). In the hospital a left ventricular assist device (lvad) fault alarm was observed. Several electrostatic discharge (esd) events were captured in the log files as well the lvad fault alarm was confirmed. The vad coordinator was not able to change the speed setting of the pump, therefore a percutaneous lead disconnect was required. The cause of the lvad alarm was identified to be esd events. Speed drops were due to the lvad fault. The reason for esd was unknown. There was no adverse impact to the patient. The system controller was exchanged, which resolved the event.